Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged the day after it was implanted, which lead to heart tissue perforation. The issue was confirmed via a computed tomography (CT) scan. As result, the lead was surgically repositioned. The rv lead remains implanted. No additional adverse patient effects were reported.